Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported leak appears to be related to identified torn silicone valve. However, a conclusive cause for the silicone valve tear could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the device, the steerable guide catheter (sgc) would not hold fluid column. The sgc was set aside and a new sgc was selected. A mitraclip was implanted successfully. The final mr was grade 1. There was no adverse patient effects or clinically significant events. No additional follow-up is required.